Event description:
Device 2 of 3. Reference MFR report #1627487-2012-12704, 1627487-2012-12706. It was reported the physician had difficulty advancing two leads during the implant procedure. These two leads were removed from the patient. Note the two leads that were not implanted were from different lot numbers (device 1 and 2). It was also reported the stylet, in the first implanted lead, could not be extracted and was cut off leaving part of the stylet in the lead. The physician left the lead implanted. Note the patient has two leads from different lot numbers implanted (device 3). Note the surgery was extended 2.5 hours due to this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.